Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed, but the issue was not resolved. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The display did not return after the pump was restarted. It was also stated that they were hospitalized for low blood glucose. Blood glucose reading was 25 mg/dl. The customer treated their low blood glucose with glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was hospitalized on (B)(6) 2020 at 1:00am and was hospitalized for one day. Customer did not use auto mode. The customer¿s blood glucose at the time of the call was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information about harm code was not provided with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was unconscious. The customer did not use sensor. The auto mode was not active at the time of incident.